Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000860r, serial/lot #: (B)(6) rev. A, ubd: UDI#: a medtronic representative visited the site to service the system. A hardware component was replaced. The system was then functioning as intended. Codes b01, c02, and d02 are applicable. The power conversion enclosure was returned for analysis. There was an electrical failure. Codes b01, c02, d01 are applicable. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that during installation of the system, the medtronic representative (rep) was performing some functional tests and found that the 96v was intermittently dropping out when attempting to drive the system. It was not fully dropping out, but when they pressed the deadman switch (drive handle) the system would beep. Once they let go and pressed it again, the system would drive. Imaging functionality was not affected. No patient was present.